Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of scorpio nrg insert due to patient infection. Scorpio nrg #7 8mm insert was in situ. It was replaced with scorpio nrg #7 10mm insert.